Manufacturer narrative:
The unique identifier was not known at the time of reporting. Concomitant medical products: product ID: 1884012em, serial/lot #: (B)(4), ubd: 30-nov-2021, UDI#: (B)(4). No parts have been received by the manufacturer for evaluation. The manufacture date was not known at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a functional endoscopic sinus surgery (fess). It was reported that the site was able to verify the registration probe, then registration was done successfully . They verified the straight suction which also worked, the em-shaver was connected but there was no navigation possible. The green light was on but the shaver was not shown in the magnetic field, all the other instruments were in the field. After replacing the shaver with a new one it worked perfectly, nothing was changed on the setup. There were no other instrument in the field when the shaver did not worked and no metal near the system. There was no reported delay to the procedure. No impact on patient outcome.